Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, distal pancreatectomy was changed to a bypass procedure the devices were taken to the surgical field and was fired on nothing. The screen of the handle was in ready state without problems, however, when the firing was performed, at the time when the knife advanced to the tip, a loud crack sound was heard and the tip was articulated. After that, it seemed that even when pressing the up button, the knife did not return, and only the adapter shaft returned. A powered approach was done and a manual adapter tool was used, but the jaws did not open. The cartridge was forcibly tried to be disconnected by using the unload button. The adapter was disconnected from the cartridge halfway and got into a status that it was not disconnected completely. There was no patient involvement.